Event description:
A thin walled fep ringed gore-tex vascular graft with removable rings was implanted as an axillo-femoral bypass. Approximately 2 weeks postoperatively, the graft disrupted at night. Exploratory surgery revealed that the graft had disrupted at the proximal anastomosis. The torn area was repaired.